Event description:
The following has been reported: dark screen customer reporting a dark screen. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported devices were received in lake zurich and its investigation were performed by our local technical team. According to provided information, it was noticed that one display was dim and the other device has the front door with scratch marks. The reported events were reproduced. The displays were replaced and sent back to brézins for further investigation. Once in brézins, it was noticed that the screens were received unproteced. The screens correspond to the original ones (when manufactured in 2015). When we switched on the devices, the screen were darker than normal. The contrast test were normal, but with very dark tints that confirmed the reported event. The root cause of the reported issue could be linked to an ageing screen. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.